Manufacturer narrative:
The device was visually inspected, and a hole was observed on the pebax. Magnetic sensor functionality was tested on the carto and the catheter was properly visualized with no errors observed. The force sensor feature was tested, and it was working properly. The force values were observed within specifications. Then, electrical tests were performed, and the catheter failed. Current leakage was observed in the electrodes. A cool flow pump test was performed, and it was found within specifications. The catheter was irrigating correctly. No irrigation issues were observed. The, handle was opened and blood was observed on the pc board causing the improper electrical condition. Additionally, scanning electron microscope (sem) testing was performed on the damaged area and the results showed evidence of mechanical damage, stress marks, and a hole on the surface of the pebax. It is possible that the damage was generated with an unknown object. No other anomalies were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint was confirmed. The root cause of the pebax damage cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for idiopathic ventricular tachycardia with a thermocool® smart touch® sf bi-directional navigation catheters x 2 and a magnetic sensor error, current leakage error, and foreign material inside the pebax occurred. After approximately 15 minutes or more of mapping with the smarttouch sf catheter # 1, error 105 (magnetic sensor error) displayed on the carto 3 system. The cable was replaced without resolution. While replacing the cable, a current leakage error occurred. It is not believed that there was a signal loss issue related to the current leakage error. All cables were unplugged in an attempt to clear the error. Upon re connection with smarttouch sf catheter # 1, error 105 returned. Smarttouch sf catheter # 1 was replaced with smarttouch sf catheter # 2 and the issue resolved. It was noted that upon removal of smarttouch sf catheter # 1, what was believed to be blood was observed in the pebax and was determined to possibly be associated with an insulation failure. Physician did not mention any difficulties with maneuvering the catheter or inserting and removing it from the sheath. There were no patient consequences. The magnetic sensor error, current leakage error, and foreign material inside the pebax are not reportable, as the potential risk that they could cause or contribute to a serious injury or death is remote. This complaint was originally assessed as not reportable. This complaint is now reportable for failure analysis (fal) findings. The (B)(6) 2018 fal findings for the (smarttouch sf catheter # 1): there was a hole found in the pebax with reddish material inside. A hole in the pebax has been assessed as reportable. The awareness date for reportability was reset to (B)(6) 2018.